Event description:
It was reported that a large volume folfusor was defective. The defect was further described as, ¿the connector of the pump had been broken off the catheter¿. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted the tubing line had been broken off at the junction of the flow restrictor. Remnant of the broken tubing remained inside the solvent-bonded junction of the flow restrictor. Further inspection suggested the tubing line was broken off where the blue clamp was closed right next to the junction of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.